Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed in the device on (B)(6) 2010 and performed to specification up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between (B)(6) 2015. The device failed self-tests due to a low battery between (B)(6) 2016 and the last log entry on (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The returned pad-pak was found to be significantly depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.